Event description:
A healthcare facility in (B) (6) reported via our distributor, that the rt020 end expiratory filter is 'tearing', that the 'product will not work and is defective.' No patient consequence was reported.

Manufacturer narrative:
(B) (4). The rt020 end expiratory filter will not be returned to fisher & paykel healthcare for investigation. We are in the process of obtaining further information to enable a thorough analysis of this event. We will provide a follow-up report as soon as we receive additional information.